Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(6) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported an open sore on her skin under the lifevest electrodes. She reported that she applied vaseline to the area. The final medial outcome of the irritation is unknown. No indication that the patient received medical intervention. No allegation of a device malfunction.